Event description:
It was reported that the patient presented with their output current programmed off. The patients device was then programmed to the settings that they were previously programmed to be and the patient noted that they felt the stimulation. Further information was received noting that the patients generator was interrogated on (B)(6) 2019 and that an error message was seen noting that the patients stimulation was not being delivered and the patients output current was programmed off. Diagnostics were performed and no anomalies were seen. The patients output current was programmed back to 2ma and several interrogations were performed to ensure the output current was still programmed to 2ma. No other relevant information has been received to date.

Manufacturer narrative:
It is suspected that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The growth likely created current paths that caused unintended electrical function, which were theorized to burn out, grow back and cause a reset, and burn out again. This process explains why resetting generators would function normally after stimulation was enabled and then encounter a subsequent reset at an unpredictable time later. The probable root cause is considered related to the laser-routing process to a manufacturing error. The manufacturing process included laser-routing which created an environment for dendritic growth which in turn caused the hardware resets. Livanova separately discontinued the laser-routing process for m103, m104, m7103, and m8103 generators on june 7, 2021.

Event description:
Internal investigation found the root cause of the hardware reset to be due dendritic growth observed on the routed edge of the printed circuit board assembly. No other relevant information has been received to date.

Manufacturer narrative:
F10. Corrected medical device problem code, supplemental #1 report: inadvertently did not add a1802 coding f10. Corrected component code, supplemental #1 report: inadvertently did not add g02005 coding h6. Corrected investigation conclusions, supplement #1 report: inadvertently did not code d0301 instead of d03